Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a laparoscopic hand assisted laparoscopic sigmoidectomy procedure, the b5lt and cb5lt were leaking and the airflow had to be increased. The same device was used to complete the procedure. No adverse consequences reported. The device was discarded.